Event description:
It was reported that the patient can no longer hear with her device. She perceived a painful electric discharge at the level of the cochlear implant on (B)(6) 2010. Therefore, she was hearing only for a short time, until (B)(6) 2010. Testing shows that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.